Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 11500a aortic valve, implanted in pulmonic position, underwent a valve-in-valve procedure after an implant duration of 1 years, 8 months due to significant pulmonary regurgitation. The patient presented with fatigue and failure to thrive. Per medical records, balloon dilation for expansion of the bpv was performed and a rpa stent was implanted. The tpvr was then performed with a 23mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was transported to the pacu in stable condition post procedure.

Manufacturer narrative:
(Type of investigation, investigation findings, investigation conclusions) regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The root cause of this event was determined to be due to patient related factors. The regurgitation in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including congenital cardiac anomalies (e.g., hypoplastic rv heart syndrome, partial anomalous pulmonary venous return with intact intraventricular septum), implant location, and the patient's age at implant. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.